Manufacturer narrative:
Device will not be returned for eval.

Event description:
It was reported, surgeon was putting in bilateral gtn's. He uses a 2.5 ball tip guide wire for all his nails (1806-0083's). He put the 2.5 ball tip wire down the femoral canal and placed a 8mm gtn over the wire. When he went to pull the ball tip wire out of the canal, the wire would not go thru the 8mm nail. He had to remove the nail to get the ball tip wire out.